Event description:
It was reported that, during a procedure, the fiber broke and burned the hand of the surgeon. The burn blistered. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported. It was noted that two similar incidents had occurred at this hospital in the same week. No specific information was provided for the other incident involved a fiber breaking that subsequently burned the surgeon. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This is 1st report of 2 similar events.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken given the length it was received in. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the physician thumb being burned, leading to the reported event. The reported fiber break is confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review, conclusion code of cause traced to component failure and known inherent risk was assigned to this investigation. Burns are a known inherent risk of device use as stated in the instructions for use. G: manufacturing site: updated.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken given the length it was received in. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the physician thumb being burned, leading to the reported event. The reported fiber break is confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review, conclusion code of cause traced to component failure and known inherent risk was assigned to this investigation. Burns are a known inherent risk of device use as stated in the instructions for use.

Event description:
It was reported that, during a procedure, the fiber broke and burned the hand of the surgeon. The burn blistered. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported. It was noted that two similar incidents had occurred at this hospital in the same week. No specific information was provided for the other incident involved a fiber breaking that subsequently burned the surgeon. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This is 1st report of 2 similar events.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken given the length it was received in. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the physician thumb being burned, leading to the reported event. The reported fiber break is confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review, conclusion code of cause traced to component failure and known inherent risk was assigned to this investigation. Burns are a known inherent risk of device use as stated in the instructions for use. G: manufacturing site: updated

Event description:
It was reported that, during a procedure, the fiber broke and burned the hand of the surgeon. The burn blistered. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported. It was noted that two similar incidents had occurred at this hospital in the same week. No specific information was provided for the other incident involved a fiber breaking that subsequently burned the surgeon. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This is 1st report of 2 similar events.

Event description:
It was reported that, during a procedure, the fiber broke and burned the hand of the surgeon. The burn blistered. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported. It was noted that two similar incidents had occurred at this hospital in the same week. No specific information was provided for the other incident involved a fiber breaking that subsequently burned the surgeon. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This is 1st report of 2 similar events.